Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr introducer sheath and dilator were returned for product evaluation. Visual inspection revealed that no damage was seen on either component. The sheath shaft was inspected under microscope and a very small bend was observed on the shaft. Dimensional testing was performed. Measurements were taken of the sheath shaft and the diameter measured at 2.641 inches which is within the manufacturer specification. Measurements were also taken of the dilator shaft and the diameter measured at 2.093 inches which is within the manufacturer specification. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was a crimped area noted on the shaft of the ik sheath. This was discovered prior to using or attempting to use the device. A new sheath was used to complete the case. There was no patient injury. The procedure outcome was successful. Additional information was received on 10oct2019. The procedure was a heart catheterization / percutaneous coronary intervention (pci). The patient was in stable condition.